Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on the keypad traces. No moisture damage was found on the electronics and motor noted. The insulin pump was received with cracked belt clip slot, cracked reservoir tube lip and missing the end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that they were sweating prior to the alarm and had to take the batteries out of the insulin pump to make the insulin pump stop alarming. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.